Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the pump black box indicated that the data from the event date had been overwritten. During investigation, a cs 078 alarm occurred during the rewind step. Further testing was not able to completed due to unrelated failures. The complaint of an occlusion issue was not able to be adequately investigated. Additional failures were reported under medwatch report # 2531779-2016-19799. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.